Manufacturer narrative:
(B)(4). The product has not been returned for evaluation as intially reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a ventricular tachycardia procedure, while attempting to access the left ventricle through a transseptal puncture, in passing through the mitral valve, the catheter got stuck in there. Probably with a strange maneuver made by the physician, the catheter "looped" in the mitral valve tendons. The valve was reported to be damaged. The patient underwent open heart surgery to remove the catheter and a valvuloplasty (reconstructive) surgery. Patient's condition has improved and is doing fine. There was no defect of the catheter reported that contributed to the event. The event was stated to be procedure related.